Event description:
It was reported that a air in line error occurred during infusion. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. The lens was scratched and a bubbled downstream seal and bent locked was seen. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the error. The air detector was working as intended. No fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.